Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Upon initiating a simulated treatment on the cycler, the machine alarmed with a ¿heater bag not detected¿ alarm before treatment was cancelled. An internal inspection identified visual evidence of fluid within the pneumatic filter. The filter was detached and replaced. It was also noted that there was evidence of dried fluid within the recess of the bottom cover adjacent to the pump. A second simulated treatment was initiated and completed without further complications. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A load cell verification test was also performed and the cycler was found to be within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this active

Event description:
It was reported that a peritoneal dialysis caregiver identified a fluid leak coincident with peritoneal dialysis therapy. While removing their supplies at the end of treatment, the caregiver discovered a fluid leak from the cassette compartment of the cycler. During their next treatment, the patient used the same cycler and received a heater bag not detected alarm during step three of their setup. The caregiver attempted to troubleshoot the alarm but was unsuccessful with continuing the treatment. The technical support representative advised the caregiver to re-setup with new supplies. At that point, the caregiver mentioned to the technical support representative that they had discovered the fluid leak at the end of their previous treatment. Due to the fluid leak, the technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient reverted to manual supplies to complete their treatment. Follow up with the patient¿s nurse verified that the patient did not experience any symptoms or require medical intervention as a result of the fluid leak. The cause for the leak was unknown. The patient has since received a replacement cycler and has been able to continue with their treatment without complication. The cassette used at the time of the leak had been discarded. Additional information was requested but was unavailable.